Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a laparoscopic left ovarian cystectomy/partial oophorectomy performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal pain, recurrent incontinence, erosion and tissue damage, pain during intercourse, bleeding following intercourse, insomnia, depression, groin pain, pain in hip bones, cramping, pain during physical activities and vaginal scarring. It was reported that patient underwent a trimming a portion of protruding mesh on (B)(6) 2008 and partial removal of mesh on (B)(6) 2012 and revision surgery on (B)(6) 2013 due to erosion, extrusion and incontinence. No additional information was provided. (B)(4).